Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were hard to push, sticky, or sometimes unresponsive and battery popped up then battery case was not locking. Customer¿s blood glucose level was 153 mg/dl. Customer stated that rejected new batteries and cracked on the screen. Customer also stated that grinding noises. Troubleshooting was declined. The insulin pump will not be returned for analysis.